Event description:
It was reported that the pt received a durom us acetabular component 56/50 code p on the left side on (B)(6) 2009 and underwent a revision surgery on (B)(6) 2012 due to pain and loosening.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. The lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the information provided. A product failure cannot be confirmed. Should additional information become available and/or the device(s) be returned for evaluation ane an investigation result be available, that changes this assessment, an amended medical device report will be filed. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the re-launch of the us durom cup. The need for further corrective measures is not indicated at this time. The distribution of this product was ceased meanwhile due to business reasons. Zimmer gmbh considers this case as closed. Zimmer reference number of this file is (B)(4).